Manufacturer narrative:
DHR trend summary: trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of a050401(fluid leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Device has been explanted and replaced.

Event description:
Additionally, "delaminated was reported".

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: crease fold, opening on valve, delamination of valve and brown particles inner the shell. Microscopic analysis was performed which identified: crack opening and delamination of valve (<75% partial separation). Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.a delamination partial of the valve (adhesive failure).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.